Manufacturer narrative:
The device was evaluated by the returns department which found that the controller/joystick/options connector is unplugged/loose. Strain relief on battery cables does not secure battery wires. With case closed cable can be pulled from terminals through strain relief from pcb.

Event description:
Provider states the controller is not putting out any power. The enduser was stranded in chair about one mile from home.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the controller is not putting out any power. The enduser was stranded in chair about one mile from home.